Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device restart/reboot itself and the defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) for investigation and the reported event the device restart/reboots itself was captured in a video provided by the customer. The device was put through extensive testing which included bench handling and defib functional stress testing without duplicating the customer report. The pace/defib engine board was replaced a precaution. The reported malfunction of the device defib output is incorrect was not replicated or confirmed. The device was put through extensive testing which included bench handling and defib functional stress testing without duplicating the malfunction. The device successfully passed the final test procedure, was recertified, and returned to the customer. Analysis of reports of this type has not identified an increase in trend. Review of the device activity logs did not show any faults that could be associated with customer report.